Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headache, cold. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, cold as well as the machine was not using too much water. The device was returned to the manufacturer's product investigation laboratory for further investigation. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 8,271.6 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). Evidence of liquid ingress on blower and blower box. Blower box plastic turned a yellowish color. Indeterminate contamination not consistent with sound abatement foam was observed inside the blower. If it stated that the device was inspected in the external part of the device, then I would state that pil can confirm the presence of contamination in the airpath. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. Write how many errors were found the manufacturer concludes the results of this investigation do not impact the calculated risks.